Event description:
Reportedly, the 5 defilement diodes remain lit in green and the pit button in red, impossible to make transmission.

Event description:
Reportedly, the 5 status lights remain lit in green and the pit button in red, impossible to make transmission.

Manufacturer narrative:
Analysis synthesis: upon receipt, the returned home monitor was tested and the reported problem was not confirmed as only a red pit button was obtained. Review of the trace files shows that when the device was tested on receipt, a boot attempt was made, in contrast to the behaviour observed in the patient. This attempt was interrupted by a self-test of the internal components. The process activates certain hardware components on the board and stops if any of them fail to respond correctly. As a result, the red led on the pit button lights up (observed behaviour). The reported behaviour can be explained by a hardware problem which could be related to the electrical circuit board failure.